Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she had been experiencing high blood glucose in the 300, 400 and 500 mg/dl range. Customer stated that her blood glucose level has not been stable since she had surgery on (B)(6) 2016 for an aneurism. Blood glucose at the time of the call was 275 mg/dl. The customer also reported receiving a no delivery alarm which was resolved by changing the infusion set and reservoir. The drive support cap is recessed. The tubing had no air bubbles, no insulin leak was found and insulin did exit the tubing with manual prime. The customer declined to check for site or insulin issues. She also declined to check the settings and stated they were changed 3 weeks prior. The high pressure test was not performed. Customer was as advised to change the entire infusion set and reservoir and call back if issue persists.